Manufacturer narrative:
Occupation, corrected data, initial MDR inadvertently reported incorrect initial reporter occupation.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2016 an email was received regarding a patient who was taken to the ER when he was experiencing an increase in jerking movements in his arm. The patient's parents believe that it may be related to vns so they asked for an appointment with the neurologist to increase the settings. The physician is not sure what is causing the jerking movements or if this is actual seizure activity. Programming changes made: increased autostim to 0.5ma and decreased the threshold from 40% to 30%. Also decreased the off time to 3min. No additional relevant information has been received to date.